Manufacturer narrative:
There were several affected lots including 4037744, 4034016 and 3977457 with the majority being 4037744. However, the number of affected items per lot was not noted.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported the unit was leaking from the bladder. The reported incident occurred after filling and post compounding visual inspection. There was no patient involved and no adverse effect was noted.

Manufacturer narrative:
Other, other text: device evaluation; cadd cassette reservoirs samples were received from p/n 21-7302-24, the samples were received in used conditions without their original package. The returned t unit were visually inspected at a distance of 12? To 16? Under normal conditions of illumination according to testing procedure and no damages or workmanship defects were detected. Functional testing was performed by using a syringe to infuse water into the cassette bag and a leak was detected on seven samples between the tube and bag. The customer reported problem was confirmed. According to the investigation, root cause investigation and corrective actions will be followed by CAPA process. The problem source of the reported problem is manufacturing.